Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex(device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿found a recurrent hernia sac and was dissected. A ventralex mesh (device #1) was placed in the preperitoneum.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral incisional hernia with significant abdominal adhesive disease thereby underwent laparoscopic robotic assisted repair with the implant of ventralex mesh (device #2). Per operative notes, ¿there were dense adhesions to the anterior abdominal wall, and these were taken down. Identified the old mesh (device #1) which had pulled away. A medium round ventralex mesh (device #2) was then placed into the peritoneal cavity with sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that patient underwent revision surgery and mesh detachment.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the ventralex mesh implanted to treat the patient's recurrent incarcerated ventral incisional hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.